Event description:
A cartridge alarm was reported by the customer during the loading process. There was no adverse impact to the customer¿s blood glucose level. The customer successfully loaded a new cartridge with the assistance of technical support, and the issue was resolved.